Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the battery that was in the patient¿ right buttock had somehow over time moved very close to their skin. The patient reported that sitting was painful as it bulged out. The patient was unsure what to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.